Manufacturer narrative:
MDR 9618003-2024-00519 / device 13 of 20. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The retailer reported that the consumer had notified them that the starter holes were off center. The end user reported that for many weeks he had difficulty maintaining a seal and experienced stoma discomfort and cramping in his back. The wear time of the wafer had also declined from two to three days to daily or multiple times a day due to leakage. He then started examining the wafers more closely prior to use and realized that the starter holes were off center. He stated, "some were off center about a 1/4" and some were off center more like 1/2" or more". The consumer felt that the off center starter holes had caused discomfort by allowing urine to back up into the stoma and he was not evaluated by a doctor of medicine (md). The consumer felt cramping sensations. However, the end user clarified that there was no full blockage of the stoma as urine was still coming out from the urostomy, but he felt it was partially being blocked as he felt back discomfort. No photo was available at this time. The products were not available as the boxes were thrown away and were discarded.